Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that the patient was scheduled for surgery on (B)(6) and they were going to interrogate the lead and replaced the lead extender if indicated. It was also reported that patient had a short circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the nurse had seen oor on the patient¿s programmer. The caller was also reporting shocking/surges of electrical stimulation. They reported the right ins was programmed 1- 2+ and the patient was experiencing intermittent shocking sensations and oor. Therapy impedance was 721 ohms 7.6 ma. It was reported that the patient falls multiple times per day. There were no further complications reported.

Manufacturer narrative:
Correction to show fall code . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) stating that the patient was scheduled for lead/extension exploratory surgery today. The caller reported that patient has been experience right side surges, multiple times in a day, unknown amount, but dozens/multiples times a day. It was stated that no matter what position patient is in, can be sitting and surges occurs. No x-rays were done. It was noted that the surges started in (B)(6) 2018. Electrode impedances are: c3 826 ohms c2 1220 ohms c1 1088 ohms c0 1538 ohms 03 1722 ohms 13 1192 ohms 23 1023 ohms 02 1892 ohms 12 1192 ohms 01 1358 ohms it was also reported that at the last appointment patient had a reprogramming using electrode 1-2+, further mentioning that at that time, a new configuration was programmed: c+1- therapy impedance: 1030ohm 2.5ma. And with this programming the , patient has not had any surges. It was stated that the physician has canceled the exploratory as patient had no surges since the new program. The physician indicated that if patient experience surges in the future, will do exploratory of the lead/extension.